Event description:
On january 7, 2007, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter displayed the error 1 message. The pt normally tests her blood glucose level four times per day. She said she was unable to obtain a reading on the meter another time last year. She did not recall the date of the incident. The pt was weak and had tingling hands at the time of concern. Her son gave her orange juice to drink, but "she still wasn't functioning right." The son called ems. Ems transported the pt to the hosp where a "low" blood glucose result was obtained on the hosp device. The pt was treated with IV glucose. No info was provided regarding the pt's diabetes treatment regimen. The customer care advocate (cca) confirmed that the reported meter read error 1 and error 2 with the pt's most recent attempts to test her blood glucose level. The meter, test strips, and control solution were replaced. The complaint is reported because the pt was unable to obtain a reading on the reported meter. She experienced symptoms that suggested hypoglycemia. A low blood glucose reading was obtained on a hosp device and the pt was treated with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.